Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the baxter product analysis laboratory (pal). A review of the logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported event. The device passed the homechoice rite (returned instrument test evaluation) electrical test and failed the homechoice rite functional test due to encountering a rls 151 alarm (reload the set). Per the device evaluation, no failure or malfunction was identified that could have caused or contributed to the home patient passing away. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a peritoneal dialysis (pd) patient (pt) passed away. Approximately 13 months prior to receipt of this report, the pt began treatment with dianeal pd4, 7 days per week (dose, frequency, and lot not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). The cause of death was unknown. Dianeal pd4 ambuflex was ongoing until time of death. The pt was not on the pd cycler at the time of death. It was unknown if the pt was in the hospital prior to death. The death report was not available. It was unknown if an autopsy was going to be performed. Additional information was requested but is not available.